Event description:
Surgeon reamed right acetabulum to prepare for trident has per technique hemispherical cup. Reamed to 51mm for 52mm hemispherical solid backed shell. When impacting the shell the surgeon was not able to get fixation and was required to use at 52mm tritanium cluster shell instead.

Manufacturer narrative:
An event regarding alleged seating/locking issue involving a trident shell was reported. The event was confirmed. Method & results: device evaluation and results: a visual and dimensional inspection confirmed that the device was compliant to specification. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded: this case had an anatomic deformity with a relatively deep acetabulum, called ¿protrusio acetabuli,¿ which by size and geometry does not match very well with the geometry of a standard trident hemispherical solid back cup. The circumference of the cup is hemispherical but the geometry of a protrusio hip is not hemispherical but instead is much more linear along the peripheral cup wall and therefore does not fit very well with the geometry of the cup. As such, it does not surprise that fixation issues were present during implantation under this condition of suboptimal fit of device and local bone deformity. Reduced initial pressfit stability was the result. Because the implanted trident solid back cup has no provisions for additional screws, which would be the normal and logical solution to the problem, this required the surgeon to exchange this cup for a tritanium cluster hole type that indeed allows additional screws through the cup shell to be used for augmentation of fixation. As such, the complaint belongs to the category of standard procedure-related aspects of arthroplasty as caused by the patient-related issue of anatomic deformity. There is no evidence available in the current case to suggest that device-related issues have played a role while the discussed patient- and procedure-related factors should be considered more than adequate to have caused the problem with cup seating in the current case. As such, this pi case has its root cause in an adverse combination of procedure- and patient-related factors and is not device-related. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a review of the medical records by a clinical consultant concluded that this event was related to standard procedure-related aspects of arthroplasty as caused by the patient related issue of anatomic deformity. There is no evidence available in the current case to suggest that device-related issues have played a role while the discussed patient- and procedure-related factors should be considered more than adequate to have caused the problem with cup seating in the current case. As such, this pi case has its root cause in an adverse combination of procedure- and patient-related factors and is not device-related.

Event description:
Surgeon reamed right acetabulum to prepare for trident has per technique hemispherical cup. Reamed to 51mm for 52mm hemispherical solid backed shell. When impacting the shell the surgeon was not able to get fixation and was required to use at 52mm tritanium cluster shell instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.